Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via log file analysis. Submitted log files captured a no external power alarm on (B)(6) 2025. This alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The backup battery supported the system during the loss of external power without issue, and the pump operated as intended throughout the data. The alarm resolved once external power was restored to the system. No other notable events or alarms were observed in the log file. The mpu (serial number: (B)(6) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. A review of the device history record for the mobile power unit (serial number: (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications the current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and they captured a no external power alarm and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. All of the low power events are due to normal battery depletion. There were no other unusual events recorded in the log file event history.